Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass blood flow had stopped while using the centrifugal pump. The user manipulated the unit and the device started working again. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 13, 2015. (B)(4). The actual sample was returned for evaluation. Visual inspection was performed on the returned device, during which no anomalies were noted anywhere on the device. The centrifugal pump adapter sample that was used during this reported event, reported in MFR # 1124841-2015-00293, was also returned for evaluation. In addition, a retention pump sample from the same product code/lot number combination was obtained for testing. The returned pump sample was connected to a sarns driver and a flow test was performed at both 2000 and 3000 rpm's while varying the backpressure to obtain desired flow rates within the circuit. The pressure readings at these flow rates were recorded for comparative analysis. This test was repeated by replacing the returned pump sample with the retention sample. Again, the pressure readings were recorded at each rpm and flow rate. This same testing procedure was repeated with both centrifugal pump head samples while connected to the returned pump adapter sample coupled with a sockert centrifugal system driver. The results from all four tests were comparable, between the pump sample and the retention both on the sarns driver and the pump adapter on the sockert centrifugal system driver. No issues with flow were noted during any of the tests. Review of the device history record revealed no anomalies. A definitive root cause could not be determined and the complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.